Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 750 hematology analyzer generated an erroneous low neutrophils (ne%) and high monocytes (mo%) differential results on a patient specimen it is unknown if the patient results were flagged. The actual patient results were not provided by the customer. A manual differential was performed that confirmed the rerun differential results. Manual results were not provided by the customer. There was no death, injury or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Controls were run before and after this event and recovered within range. A field service engineer (fse) went on-site and cleaned the flowcell and bleached both the differential and retic sample lines.